Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unk. Although a definitive root cause could not be determined, the root cause will be documented as anticipated procedural complication because vessel dissection is listed in the dfu as a potential adverse event.

Event description:
It was reported that during a coronary artery stenting procedure, a dissection occurred. The physician was stenting a lesion in a branch off of the right coronary artery. He predilated with 2.5x8mm apex balloon. The physician then successfully placed a liberte 3.0x8mm bare metal stent successfully at 10atm. The physician then noticed a small dissection and decided to place another liberte 2.75x8mm bare metal stent distally deployed at 10atm. There was still a small edge dissection, but the physician felt that it would be best to just let it "heal on its own". The physician gave the pt heparin as well as an integrilin bolis and drip. The pt was discharged and is doing fine.